Event description:
A pt recieved a third skin test on 2/14/94 in the right forearm. A chart note on 3/3/94 stated that the site of the third test was red for three days, exact date of onset unknown. The physician was not sure if the redness represented a positive skin test. On 5/23/96, the pt was seen with white patches on her neck, hands and arms; exact date of onset unknown. The physician diagnosed vitiligo and prescribed topical benadryl. He did not believe the vitiligo was related to the collagen. This event is being reported as an MDR because it is co's policy to report all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.